Manufacturer narrative:
(B)(4): added additional information. The analysis results found that the device was returned with the blade scratched and cracked, however, the blade was not broken off. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. During functional testing, an error code 5 was displayed and the blade tip further cracked. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. Blade damage may occur from external contact with metal or plastic during pre-op or general use.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic miles procedure, when the scrub nurse connected the device, the generator gave an error message. She checked the shears and found out that the tip of the harmonic ace was broken. Tip is not in patient. As a result of the difficulties encountered with this device, the procedure was prolonged five minutes. There were no adverse consequences for the patient.